Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third-party service agent contacted physio-control to report that their customer's device would not power on. The battery had been installed on (B)(6) 2017 and the device had not been used, yet the battery had completely depleted. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
A third-party service agent evaluated the customer's device and verified that there was a battery low indication in the device's readiness indicator. The device was unable to power on, due to a prematurely depleted battery. The device was returned to the customer. Stryker evaluated the customer's battery and verified the reported issue. Further root cause of the battery depletion could however not be determined.

Event description:
A third-party service agent contacted physio-control to report that their customer's device would not power on. The battery had been installed on (B)(6) 2017 and the device had not been used, yet the battery had completely depleted. There were no reports of patient use associated with the reported event.